Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was seen in the device. When the dilator was inserted into the sheath during preparation it seemed to be loose, but the physician continued to use the device. The dilator was inserted and removed twice over the course of the procedure before a non-boston scientific mapping catheter was inserted into the sheath. At that time excess air was seen in the sheath. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No air was seen in the patient at any time. No patient complications were reported as a result of the event. The sheath has been received for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was seen in the device. When the dilator was inserted into the sheath during preparation it seemed to be loose, but the physician continued to use the device. The dilator was inserted and removed twice over the course of the procedure before a non-boston scientific mapping catheter was inserted into the sheath. At that time excess air was seen in the sheath. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No air was seen in the patient at any time. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.

Manufacturer narrative:
When the sheath was returned to the boston scientific's post market laboratory it was first visually inspected, and no abnormalities were noted. Next, the sheath was tested for leaks by testing aspiration and irrigation. During the testing the sheath failed to maintain pressure during positive irrigation testing or vacuum aspiration testing. The sheath valve was then observed under a microscope where a tear was found near the center slit. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design.'